Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the connecting tube, jet tube, bending section cover and the adhesive of the bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found that due to the foreign material clogging the jet tube in the control unit, water cannot be supplied, additionally there were multiple areas of the device that had corrosion due to water leakage. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the IFU. Therefore, the cause of the material remaining in the device could not be determined. The event can be detected and prevented by following the instructions for use which state: detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.